Event description:
It was reported that this pacemaker exhibited right ventricular (rv) undersensing during atrial pacing, causing rv pacing to be delivered when not required. As a result, the patient developed an arrhythmia. This device remains in service. No additional adverse patient effects were reported. Additional information received indicated that review of strips did not reveal any arrhythmias initiated by rythmiq. The patient's rhythms most often looked like junctional rhythm, however there was some non-sustained ventricular tachycardia (nsvt). Rythmiq was programmed off in february 2021. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) undersensing during atrial pacing, causing rv pacing to be delivered when not required. As a result, the patient developed an arrhythmia. This device remains in service. No additional adverse patient effects were reported.